Manufacturer narrative:
Investigation results: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. A leak in the occlusive cuff shell was identified as the result of wear at a fold. An overall investigation conclusion code of cause traced to component failure was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because they experienced recurring incontinence. The physician also suspected fluid loss. The existing aus was explanted and replaced with a new one. The existing balloon component was drained of its fluid and left implanted in the patient. The procedure was successfully completed without any patient complications. The explanted aus was returned and analysis completed.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because they experienced recurring incontinence. The physician also suspected fluid loss. The existing aus was explanted and replaced with a new one. The existing balloon component was drained of its fluid and left implanted in the patient. The procedure was successfully completed without any patient complications. The explanted aus was returned for investigation. Should additional information be received a supplemental report will be filed upon completion of the product analysis.